Event description:
It was reported that during reprocessing the da vinci si surgical monopolar curved scissors (mcs) instrument was noted to have wires exposed by the tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Engineering also found multiple hairline cracks near the distal end of the main tube. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the hairline cracks, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.